Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples will not close.the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4), visistat 35 w 6/box for investigation. The sample was received with its original packaging and opened. The returned stapler was visually evaluated and it was observed that the trigger component was damaged and disassembled from the unit. Also a missing post where the pawl component is assembled was missing. The returned stapler exhibits signs of damage on the device. Issue reported "does not grab skin properly" was not able to be confirmed. Sample received did not confirm the issue reported by customer "does not grab skin properly". During visual inspection the returned device showed signs of damage and a functional inspection was not able to be conducted therefore complaint was not able to be confirmed. A corrective action is not required at this time as the issue reported was not confirmed on the returned sample.

Event description:
Reported event: the staples will not close. The patient's condition was reported as fine.